Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customers blood glucose level was in the 250 mg/dl and up to 400 mg/dl. Troubleshooting was declined for high blood glucose because he was sure that it was steroids that caused it to go high. The customer reported that there was change sensor alarm. The product will not be and sensor will be returned for analysis.